Manufacturer narrative:
(B)(4). It was reported the device was used in a calcified common femoral artery access site. Per the instructions for use: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional (pci) procedure. Reportedly, after the suture was harvested the sheath could not be removed which was suspected to be due to lack of "lubrication" on the sheath. A cut-down procedure was performed to remove the sheath. Hemostasis was achieved with the successfully harvested proglide suture. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a r eview of the complaint history identified no similar incidents from this lot.

Event description:
Subsequent to the final medwatch report, the following additional information was received. Medsun mandatory and voluntary report form (B)(6). Event desc: malfunction requiring surgical removal. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
(B)(4).